Event description:
As reported by the patient¿s attorney, two polyform¿ synthetic meshes (MFR report #3005099803-2015-00846 and MFR report #3005099803-2015-00845) were implanted into the patient on (B)(6) 2009. According to the complainant, the patient experienced pain due to eroded mesh, additional medical treatment and procedures. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.